Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: during a procedure, it was noted visible grease residue was on the modules when the kit was opened. The anesthetized patient was woken up as the surgeon did not want to use the set. The set was washed and scrubbed until no grease residue was visible and it was then re-sterilized. Upon checking the kit, the grease residue reappeared and could be seen oozing from the module under the microscope. Swabs of the grease residue were taken and the cultures produced no growth; the substance was analyzed to be non organic. The module was then washed, scrubbed with ultrasonic wash to disperse any oil and sterilized, but the grease residue still remains. This is 1 of 3 reports for the same event.

Manufacturer narrative:
(B)(4): investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.(B)(4): placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device has been returned, the investigation is ongoing.

Manufacturer narrative:
Additional narrative: device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The macroscopic assessment revealed a missed color code mark on the modules. At higher magnification some orange color residue can be documented, a clear indication of a former presence of the color code on the original module. Discolored areas from the hard anodized coating can be observed at the different emplacement for implants or instruments. The discoloration might be initiated due to high alkaline concentrated cleaning detergents and sterilization. Staining on the anodized alumina part can occur if the rinsing is not sufficient at a certain processing step and detergent residues may be left over between the article and the anodized alumina part due to capillary forces. The investigation by energy dispersive x-ray spectroscopy - eds - revealed that the discolored areas were free of foreign elements. The composition detected by eds of the discolored area and a reference surface were similar. The present discolored area and the failed removed color code on the module could be initiated by a suboptimal reprocessing cycle of the modules. Residues from high alkaline detergents get trapped between an article and the anodized surface and have lead to the observed surface alteration and thus to a discoloration. Those high alkaline detergents have a negative impact on the hard anodized coating as well as on the color codes in case they remain in the surface due to insufficient rinsing and a subsequent drying. The performed investigation could not detect any material faults.